Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, two devices had issues with clip formation. A third clip applier was used which performed as expected. There was not pt consequence.